Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: received product consisted of a taxus liberte monorail catheter and a non bsc stopcock. The catheter was visually examined and found the stent bunched up (total length 1.7cm) on the distal portion of the balloon. The balloon was tightly folded with evidence of the stent having been secured in between the marker bands at the time of manufacturing. Dried contrast was present inside the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Due to an abnormal stress test, the patient was referred for cardiac catheterization. Access was gained via the right common femoral artery and angiography was performed. First the left anterior descending (lad) was treated with plain old balloon angioplasty (poba). Then attention was turned to the 80-95% stenosed lesion located in the severely calcified proximal to distal left circumflex (lcx) coronary artery. An extra support guide wire was placed distally across the lcx and a 2.5x12mm apex balloon was introduced across the mid high-grade stenosis of the lcx and inflated to 15atm for 15 seconds. A 2.25x32mm taxus liberte atom stent delivery system was advanced to treat the proxomal lcx, but the stent accordioned on the balloon to its distal edge, but stayed on the balloon. The device was removed, and stenting was carried out with a 3.0x12mm promus drug eluting stent resulting in timi-3 flow and no residual stenosis of the proximal lcx. Following poba, there was 20-30% residual stenosis in the mid-distal lcx. The patient tolerated the procedure well and there were no complications.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Due to an abnormal stress test, the patient was referred for cardiac catheterization. Access was gained via the right common femoral artery and angiography was performed. First the left anterior descending (lad) was treated with plain old balloon angioplasty (poba). Then attention was turned to the 80-95% stenosed lesion located in the severely calcified proximal to distal left circumflex (lcx) coronary artery. An extra support guide wire was placed distally across the lcx and a 2.5x12mm apex balloon was introduced across the mid high-grade stenosis of the lcx and inflated to 15atm for 15 seconds. A 2.25x32mm taxus liberte atom stent delivery system was advanced to treat the proxomal lcx, but the stent accordioned on the balloon to its distal edge, but stayed on the balloon. The device was removed, and stenting was carried out with a 3.0x12mm promus drug eluting stent resulting in timi-3 flow and no residual stenosis of the proximal lcx. Following poba, there was 20-30% residual stenosis in the mid-distal lcx. The patient tolerated the procedure well and there were no complications.